Event description:
The hearing aid (h/a) dispenser reported that the user has a history of ear infections and a chronically draining ear canal. The h/a user purchased this hearing aid on a trial basis hoping that the user could wear a small in-the-ear (ite) model. The infection flared up within a few days of wearing the hearing aid.